Manufacturer narrative:
The healthcare professional (hcp) replaced the patient circuit to resolve the reported "patient circuit disconnected" alarm issue. Proper device operation was then observed. The hcp then sent the removed patient circuit to ventec for evaluation, as well as the electronic data from the device for evaluation. The vocsn device itself was not returned for evaluation. Returned patient circuit information - part number: prt-00797-000, lot code: 018780, UDI: (B)(4). Ventec reviewed the device's electronic records and observed data which confirmed that the reported issue of "patient circuit disconnected" alarms did occur multiple times prior to the hcp replacing the patient circuit. Once the patient circuit was replaced, ventec was able to confirm in the data that there were no further alarms and the reported issue was resolved. Ventec then evaluated the returned patient circuit but was unable to duplicate the reported issue. No "patient circuit disconnect" alarms were observed during testing. Based on the information available, the investigation determined that it's reasonable to conclude that the likely root cause of the reported issue was the patient circuit. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was patient involvement associated with the reported event. The healthcare professional (hcp) reporting the event advised that the patient was on the vocsn with the following patient circuit: adult, passive, heated with humidifier to thin secretions. The hcp advised that the reported issue was resolved after changing the patient circuit. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.